Event description:
Consumer complaint of "hi" blood results. Customer would not run anymore blood tests. Customer states that she is feeling very thirsty and nauseated. Customer states she does not require medical attention. Customer states that her expected range is 130mg/dl-180mg/dl. Customer confirms the strips expire 09/27/2016 and were first opened about 1 month ago. Customer stores strips in the living room. Last 5 results are: 1. Hi on (B)(6) at 3:39pm. 02. 96mg/dl on (B)(6) at 3:38pm her husband's blood sugar results, wanted to make sure meter was working correctly. 3. Hi on (B)(6) at 3:24pm. 4. Hi on (B)(6) at 3:20pm. 05. 125mg/dl on (B)(6) 2014 at 1:06pm. 6. 177mg/dl on (B)(6) 2014 at 1:00pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).